Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: a review of the black box history and alarm history revealed multiple call service alarms on the reported event date of (B)(6) 2013. Multiple power on resets were observed in the pump history. There was no damage found to the battery compartment or battery cap. The battery cap secured tightly to the pump. The pump was powered on and displayed the ¿verify¿ screen. During testing, the battery cap was tightened and then was unscrewed ½ turn with no reboots occurring. The pump was primed and exercised for 24 hours with no power interruptions. The pump¿s cover was removed, no intermittent conditions were found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributer contacted animas and reported no power to the pump. There was reportedly alarms upon battery insertion. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.